Event description:
It was reported that during service evaluation it was noticed that the renasys tch device was not able to generate and control negative pressure. Additionally the device cannot be calibrated. As this was noticed during service and repair activities, no patient was involved.

Manufacturer narrative:
H3, h6: the device intended to be used in treatment has been returned for evaluation. Establishing a relationship between the device and the reported event. A visual inspection was performed and showed no defects. The functional inspection found that the device could not maintain pressure or calibrate. The root cause identified for not maintaining pressure is a defective mainboard. The device can't calibrate, the root cause is undetermined. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.